Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer experienced symptoms of "more tired than usual, brain fog, urge to urinate but at the same time very thirsty." The customer was able to self-treat with increase amount of insulin injections (type/dose unspecified). There was no report of death or permanent impairment associated with this event.